Event description:
The customer reported that the while sealing the ima, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The bleeding was described as "not much" and was stopped with the same ligasure device and clips. There were no adverse events as a result of the blood loss. The generator was set at 2 bars.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.